Event description:
Customer was hospitalized for high blood glucose levels. Troubleshooting was performed and pump passed all required tests. Customer also reported excessive. No delivery alarms.

Manufacturer narrative:
The insulin pump passed functional tests including seat, rewind, and occlusion test. No excessive no deliver alarm were noted.